Manufacturer narrative:
The quattro catheter associated with this complaint was discarded and will not be returned for evaluation. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
A night shift nurse reported that sometime between (B)(6) 2019 during ivtm therapy, the saline bag was very slowly loosing fluid during the warming phase. Nurse stated that there was no fluid around the floor, on the thermogard console or on the patient's bed was observed. Customer replaced the saline bag one time and continued with ivtm therapy. The quattro catheter (lot #unknown) was placed on the patient's right femoral vein and was discarded after ivtm was completed. There was no harm to the patient was reported.